Manufacturer narrative:
Additional information: x-ray review h6: x-ray review: t3-pelvic fixation shows set screw off one of the lower screws. Unclear if ilium or sacral pedicle. Single post-op image is provided. Unable to determine fusion status. Possible contributing factors include non-union and inadequate tightening at time of surgery. Root cause: indeterminate.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015 (date is approximate), post-op, surgeon said he had set screws popped off at the bottom of a long construct he did back in (B)(6). Surgeon added that the patient appears to be stable and he does not plan on removing the hardware. The product came in contact with the patient. No patient symptoms or complications as a result of this event.